Event description:
It was reported that the patient broke hip in (B)(6) 2012. Patient was experiencing extreme pain. Patient had a revision with a non-stryker hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.